Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+, restricted posterior leaflet, leaflet calcification, thin and friable leaflets, and an enlarged atrium. A mitraclip ntw was implanted without issues. To further reduce mr, a second ntw was deployed. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), resulting in a tear on the posterior leaflet. To stabilize the slda and reduce mr, an additional clip was inserted. However, this was unable to be achieved; therefore, the clip was removed, and the procedure was discontinued. Mr was reduced to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda per the physician is related to patient conditions and due to leaflet calcification and thin and friable leaflets. Tissue damage/injury appears to due to the slda. Tissue damage/injury is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.